Event description:
Thermage treatment. Extremely painful after 60 pulses. My tech noticed an oozing and saw that I was burned. She stopped treatment and after washing off the grid lines, I had 60 burns on my face. On inspecting the tip of the thermage - she could barely see that one side of the tip was "unsealed". Thus radio frequencies got through that burnt me. Frequency: 900.